Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, breast pain, other-medical.

Event description:
Healthcare professional reported left side ¿rupture and exchange¿. Patient later reported ¿rupture¿, ¿severe pain¿, ¿hardening of the nipple¿, ¿bubbling¿, ¿scar tissue¿ and ¿blue and yellow discharge¿. Device has been explanted, replaced with non-abbvie device, and discarded.